Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited oversensing of p wave that caused incorrect diagnostic measurement. The icm was explanted and replaced. The patient was stable throughout.